Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include advancing the implant before the driver tip has been driven to the proper depth or prying and/or leveraging the driver. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow up report will be submitted.

Event description:
Event report received via medwatch report # (B)(4). Per follow-up communication with the reporter; the facilities initial report indicated the incorrect suspected medical device. The actual device involved in the event was a bio-swivelock. According to the reporter, half a bio implant broke and remains in the patients shoulder. During a right shoulder arthroscopy rotator cuff repair; subacromial decompression; biceps tenotomy, the anchor broke in half on insertion. Half the anchor remains in the patients humeral head. The surgeon removed the remaining broken anchor fragments. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.